Event description:
It was reported that patient experienced disfigurement and skin wounds after a treatment was performed with icon max g handpiece. Site has not seen or been in contact with the patient since the last treatment on (B)(6) 2020 and have received litigation papers.

Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Additional patient information was requested, but none was provided despite multiple requests from cynosure. If additional relevant data becomes available, a follow up report will be submitted. Cynosure is reporting this event out of an abundance of caution and based on the information received stating that the patient experienced adverse effects.